Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported failure. The unit was installed and tested in the printed circuit assembly (pca) test system. Upon start-up, the unit failed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer undocked to fix an air leak and as the customer re-docked, the light would not turn on and a fault occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted multiple errors pointing to the illuminator. The tse assisted the customer with troubleshooting but the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.